Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and the caller successfully executed the pump reset, resolving the issue without further errors occurring.